Manufacturer narrative:
Received correspondence by letter from the patient through u.s. Mail. The patient (user) reported he was given many types of antibiotics. While some of the antibiotics worked, others caused severe side effects and he had to stop taking them.

Event description:
Intermittent catheter patient (user) reported he contracted five bladder/urinary tract infections (uti) over the past six months that occurred on (B)(6) 2019, (B)(6) 2019, (B)(6) 2019, (B)(6) 2019, and (B)(6) 2019 while using the hm12 catheters. The patient said he believes the utis are from the same infection that began in (B)(6) 2018 when he was using another catheter brand. The patient reported that his doctor believes the infections are caused by the catheters, but the patient does not believe the catheters are causing the infection. The patient said he recovered from the uti's after completing the course of antibiotics prescribed by his doctor, and he has no indication of a uti as of (B)(6) 2019.